Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported via phone call that the customer was hospitalized for diabetic ketoacidosis due to high blood glucose. Customer's blood glucose was 638 mg/dl. Customer was wearing the device at time of hospitalization. During troubleshooting, device passed the high pressure test. After troubleshooting, customer was advised to change the entire set. Customer will not be returning the device for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08740 inches. No under delivery anomaly or over delivery anomaly noted. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using carelink. Device had intermittent button response on the esc and act buttons due to flattened dome switches (creased). No button error alarm noted during testing. During visual inspection, the keypad connector on the lcd/b was found locked properly. Device had minor scratched display window, scratched keypad overlay, cracked battery tube threads, cracked reservoir tube, scratched reservoir tube window and cracked reservoir tube lip.